Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not charge to provide defibrillation energy during patient treatment. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker customer quality engineer reviewed the downloaded electronic record, it was indicated that the user pressed the knob/speed dial of the device shortly after charging the device. Per the operating instructions, lifepak® 15 monitor/defibrillator operating instructions, 3314911 rev. Al, page 139, pressing the knob/speed dial after charging cancels the charge. This is a possible cause for the observed phenomenon but could not be determined to be the conclusive root cause.

Event description:
A customer contacted stryker to report that their device would not charge to provide defibrillation energy during patient treatment. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.